Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 5 cubies in rows b and c were not detected on bus. A field service engineer (fse) powered down the station and inspected the pyxis bus cable for damage and found none was found. The fse then reseated the bus cable to the full height pyxis module controller board, popped cubies in the hardware test application (hta), and cleared debris. The issue has been resolved. The customer also reported that the scanner was beeping and making disconnect/reconnect sounds. To address this, the fse replaced the scanner assembly, which resolved the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed, device not on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.